Event description:
Initial info received on (B)(6) 2009, from a pediatric hemodialysis unit has reported a "blood leak". A call was placed to the facility on (B)(6) 2009, and it was learned that an internal blood leak was detected during treatment. Additional info was obtained on (B)(6) 2009. In speaking with the rptr of the event, it was learned that the protocol at the facility is to draw blood cultures and administer prophylactic antibiotics. For this incident, there is no info to indicate any further antibiotic or medical intervention was given to the pt. A sample is available for an eval. The pt currently is receiving hemodialysis.

Manufacturer narrative:
(B)(4).